Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI. Surgery to place back the magnet into proper position has been completed on (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.